Event description:
User facility reports incident of a leak between the arterial dialyzer conncector and the arterial tubing. This was found at initiation of treatment. A new line was set up to resume and complete therapy. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss of 150-200 cc.